Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous, ongoing elevated blood glucose (bg) levels; bg values were not provided. Customer performed infusion set, cartridge and insulin changes to address bg. No infusion set site issues were experienced and no air bubbles were observed within the supplies. No alarms were observed in the pump history. Reportedly, customer reverted to an alternate pump for insulin therapy.